Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3387. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient has bipolar low (red) impedances between contacts 8 and 9, so there appeared to be a short circuit between the contact and that these two contacts should preferably not be used bipolarly. Currently, contacts 10 and 11 are stimulated. The patient was hospitalized for a reassessment of the settings. Additionally, it was noted that the MRI capability was no longer available, and whenever contact 8 or 9 is stimulated, the other receives approximately 50% of the delivered current. The issue was not resolved. The professor acknowledged the information and no further action has been taken.